Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device monitored for several days. Device received with all operating currents within specification passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. Device received with cracked lcd window, broken reservoir tube lip, cracked case display window corner, stained address/serial number label and cracked case reservoir tube window corner. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 442 mg/dl. Customer stated that the insulin pump had battery lout limit alarm. Customer was not able to clear alarm. Customer stated that the insulin pump had button error alarm. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.